Event description:
Patient noticed the drive arms and the driver block is not moving when deliveries are administered by pump. Patient changed out the reservoir and tubing today and ran a prime without insulin exiting. Customer changed out the reservoir and tubing and ran prime delivery again with the same issue occurring; no insulin exited and the driver arms block did not move. A loaner pump was sent to assist customer. Customer called back to report that patient tried a new set and the loaner pump primed normally, then patient tried the same set with original pump and it primed normally customer believes that the tubing or the reservoir was the issue. Customer is keeping patient's pump and sent back loaner.